Event description:
The hospital reported that during induction, the clinician switched from manual ventilation to mechanical ventilation. The clinician forgot to turn on the fresh gas flow and start the case, resulting in no flow of oxygen to the pt. The pt reportedly became hypoxic. The monitor alarmed for low spo2, notifying the clinician of the reported condition. The pt recovered with no injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the site. The serial number is unk at this time. Therefore, the month of manufacture is not known.